Manufacturer narrative:
On 08/23/2010 - this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During the follow-up of the device involved in this report, it was not possible anymore to print screenshots and reports. When ending the session, the programmer displayed a blue screen before returning to the welcome screen.